Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The procedure was completed. Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a calcified lesion located in the ostial circumflex artery. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. Stents struts were noted to be raised. No patient injury was reported.